Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated, and no definitive evidence could be obtained to confirm the reported condition of "not working". However, during service, device failures were found but were not related to the reported event. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report was received from USA stating device was not working. The device was not used during surgery. It is unk if injury or medical intervention, or surgical delay occurred. There was no add'l info provided.